Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-08493.

Manufacturer narrative:
Eval: results: inspection of the returned lead and anchors revealed one of the leads was bent with all wires broken which could have contributed to the complaint. The other lead and both returned anchors were in good condition. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.